Event description:
The manufacturer received information alleging a ventilator was not charging its battery properly. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 75%. The device's battery charge limit was reset to 100% to correct the issue.